Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, the handle recognized the reload but the load locked up. The stapler did not fire. A new reload was used as replacement but same issue occurred. A new reload and stapler was then used to complete the case. There was no patient injury.